Manufacturer narrative:
Mindray service reps replaced the power supply and pc board. Unit calibrated and safety tested to factory specifications.

Event description:
Customer reported the accutorr plus monitor does not display readings when operating on battery which may result in a loss of primary monitoring. No pt injury was reported.